Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with glucose readings declining from 150 mg/dl to a nadir of 57 mg/dl and remaining low at 69 mg/dl despite oral carbohydrate treatment, and the user requested guidance on adjusting target settings to address lows. Symptoms included low blood glucose. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and interviews. Investigation of this case revealed no findings available and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information and the cause could not be established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.